Event description:
It was reported that during an afib case, a pericardial effusion was noticed. Caller reported there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice and echocardiogram. The ablation catheter was put into the body but no ablation had been performed. The ablation catheter was then removed after the pericardial effusion was discovered. Caller reported that the medical intervention provided was a pericardiocentesis and 1 liter of fluid was removed. The patient was reported to be in stable condition. Additional information was received which clarified that the physician's opinion regarding the cause of the adverse event is that it was related to the 6 transseptal access attempts. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).